Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon in the tube has popped during intubation. The patient required reintubation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon in the tube has popped during intubation. The patient required reintubation.